Event description:
Covidien received info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time of malfunction occurred.

Manufacturer narrative:
Covidien reference # (B)(4).